Event description:
This valve was explanted due to endocarditis and resultant pv leak. According to the op report, the pt had orthopedic surgery and developed an infection and endocarditis that resulted in pv leak and "severe" aortic insufficiency. The pt was also noted to have a "new" onset of mitral regurgitation and "significent" renal insufficiency. At explant, a "significant" amount of endocarditis with evidence of active vegetation was observed "all over the valve". As a result, the valve was lifted from the annulus without the use of scissors. A 2-cm abscess exended through the aortic annulus and onto the roof of the left atrium. The area was completely debrided and a 22-mm homgraft was then implanted. The pt's native mitral valve was also replaced with a 29-mm hancock bioprosthesis.